Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely due to glenoid component wear. Additional reasons for the revision include an insufficient bond between the glenoid component and the bone and the humeral component and the bone leading to glenoid and humeral loosening respectively, possible fracture of the superior edge of the glenoid component, and/or the inclusion of the glenoid component in the packaging recall. However, these cannot be confirmed from the provided information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient was revised. All the components were loose and easily removed. Competitors reverse was then performed after bone grafting the defects. No issues with surgery. Explants not available.

Manufacturer narrative:
D10 concomitant devices (B)(6), 300-01-09 - equinoxe, humeral stem primary, press fit 9mm, (B)(6), 310-01-44 - equinoxe, humeral head short, 44mm (alpha), (B)(6), 300-10-45 - equinoxe replicator plate 4.5mm o/s, (B)(6), 300-20-02 - equinox square torque define screw drive kit, (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.